Event description:
It was reported by service report that the fowler would not lower when the release rod was actuated and there is a broken corner cover presenting sharp exposed edges. No patient involvement or adverse consequences are reported.